Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported the patient had difficulty charging controller. Patient reported the implant in her body was not charging and she used to sit on the recharger to charge until it got out of hazard signal, but it took a long time. Patient services asked clarifying question about ins and controller, patient started to get up. Patient stated she was talking about the controller battery was not holding a charge. Pss did not do any troubleshooting because patient was upset with questions. It was noted the battery was not charging, the controller battery door taped shut when she received it, and patient would like a replacement. Additional information was received from patient on (B)(6) 2018. Patient was having issue with controller battery charging but received a replacement controller this past week and the issue was now resolved. However, patient had an issue where her ins battery was not charging. Pss asked patient to clarified and patient stated the ins battery wasnot holding a charge, it took her an hour to get the ins battery status from low to 50%. If patient charged ins battery to 100%, it would be depleted by the evening or next day. Actions were taken prior the call included patient charge the ins and controller last night, the controller was still at 100% but the ins battery was now low. Pss reviewed with patient that ins battery and controller battery would not deplete at the same rate. Patient confirmed she saw charging status as good or excellent when charging the ins. It was noted the ins battery was not holding a charge. No further complication and no symptoms were reported.